Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips. No insulation damage was observed. The conductor wire is not damaged or broken. The housing was removed from the back end, and no damage was observed. This failure is typically associated with mishandling/misuse, commonly caused by collision with another energized instrument.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a discolored tip on the distal end that couldn't be cleaned. There was no report of patient involvement.